Event description:
Event verbatim, preferred term. Hyperglycemia due to novopen4 issue, hyperglycaemia. Novopen4 issue, device issue. Case description: this serious spontaneous case from (B)(6) was reported by a patient family member or friend as "hyperglycemia due to novopen4 issue(hyperglycemia)" beginning on 2022, "novopen4 issue(device issue)" beginning on 2022, and concerned a 113 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", novorapid penfill (insulin aspart) (dose, frequency & route used- 33 iu, qd, subcutaneous, regimen #2- 17 iu, qd, subcutaneous lr7bh31 03/--/2024, regimen #3- 1 unit correction dose, lr7bh31 03/--/2024 subcutaneous, regimen #4- 2 unit, subcutaneous ongoing lr7bh31 03/--/2024) from mar-2022 and ongoing for "type 1 diabetes mellitus". Patient's height: 140 cm, patient's weight: 30 kg, patient's bmi: 15.30612240. Dosage regimens: novopen 4: not reported novorapid penfill: (B)(6) 2022 to not reported, not reported to not reported, not reported to not reported, not reported to not reported; and ongoing. Current condition: type 1 diabetes mellitus (since (B)(6) 2022). Historical drug: actrapid, insulin, lantus, she stopped using actrapid on (B)(6) (the date in which she start novorapid and tresiba). Procedure: hospitalization, actrapid was introduced after hospitalization and even after 5 days from entering ICU and duration of actrapid during hospitalization was only 2 days then discharged, she was given rapid intravenously insulin in ICU, and for the 2 days in the room she was given actrapid and lantus but the patient's hcp shifted her to novorapid and tresiba (ongoing). Treatment included - novorapid flexpen(insulin aspart). On about (B)(6) 2022, the patient started with novorapid. On an unspecified date in 2022, during using novopen4 for novorapid penfill, patient had a device issue with novopen 4 due to which patient suffered from hyperglycemia. The issue was solved as per successful trouble shooting. From 1 week for 2 days her blood glucose was 350-360 mg/dl at night and on the next day at morning it was 270 after taking 7u before breakfast . It was reported that patient's blood glucose became 300mg/dl, she gave correction dose of 1u insulin. The blood glucose reduced to 400 mg/dl. So patient administered 2u of insulin, but her blood glucose increased as it became 500 mg/dl (all this readings and correction doses within 3-4 hours ). The patient got recovered from hyperglycaemia after taking novorapid flexpen. Batch numbers: novopen 4: lvg3n82. Novorapid penfill: lr7bh31, lr7bh31, lr7bh31, lr7bh31. Action taken to novopen 4 was reported as not reported. Action taken to novorapid penfill was reported as dose increased. The outcome for the event "hyperglycemia due to novopen4 issue(hyperglycemia)" was recovered. The outcome for the event "novopen4 issue(device issue)" was not reported.

Event description:
Case description: dosage regimens: novorapid penfill: -mar-2022 to not reported, not reported to not reported, not reported to not reported, not reported to not reported (dosage regimen ongoing); concomitant products included - tresiba flextouch u100(insulin degludec 100 iu/ml) solution for injection, 100 iu/ml ongoing investigation result: name: novopen 4 - batch lvg3n82 the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal. Name: novorapid® flexpen 3 ml 100iu/ml - batch lr7bl25 the product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The investigation was performed according. After investigation of all documentation related to the batch lr7bh44, there is no probable cause of the claimed problem during the assembly process of this batch. The batch documentation has been reviewed and found to be normal. Since last submission, the case has been updated with: -annex b, c, d and g codes updated -investigation result updated -tresiba added as concomitant medication -narrative updated accordingly. Final manufacturer's comment: 19-jul-2022: the suspected device (novopen 4) has not been returned to novo nordisk a/s for the investigation. The batch trend analysis and reference sample examination revealed nothing abnormal. No abnormalities relating to the observed problem were found. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen. H3 continued: evaluation summary name: novopen 4 - batch lvg3n82 the product was not returned for examination. The batch documentation was reviewed. No abnormalities relating to the observed problem were found. The batch documentation has been reviewed and found to be normal.